Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 15 years ago. The product was not returned for exam. The product code and lot code required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening. It was noted the product was implanted for approximately 15-years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.

Event description:
Pt was revised to address loosening of the patella.